Manufacturer narrative:
The mean age of the patients was 40 years (range 23-58 years), with 212 males and 173 females. Date of event: unknown. This report is for an unknown quantity of unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Implanted date: unknown. Explanted date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4) literature article.pdf].

Event description:
This report is being filed after the review of the following journal article: stenroos, a., brinck, t. And handolin l. (2018), recommendation of use of checklist in tibial intramedullary nail removal: retrospective study of mechanical complications related to nail removal, international journal of the care of the injured, pages 1-21 (finland). The aim of this retrospective study is to report the unplanned events and injuries of treatment of a large retrospective series of patients who underwent a tibial nail removal, and to determine if there are fracture characteristics, patient demographics, or surgical details that may predict a complication. Between january 2010 to december 2016, the study including a total of 389 tibial intramedullary nail (imn) removals from 385 patients with tibial diaphyseal fracture or distal tibial fracture. 357 of the total removals involved depuy synthes expert tibia nail® (etn). The mean age of the patients was 40 years (range 23-58 years), with 212 males and 173 females. Tibia fractures were classified according to the müller¿s arbeitsgemeinschaft für osteosynthesefragen (ao) classification with the aim of finding the fracture patterns that might be associated with complications. The following complications were reported to be associated with the synthes etn: three cases, the broken distal interlocking screw part tilted and caused no further harm. Thirty-one cases with broken distal interlocking screws. This report is for unknown synthes screws. This is report 3 of 5 for (B)(4).